Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32100. It was reported that the patient was receiving ineffective stimulation due to high impedances on the implanted lead. As result the lead was removed and a new lead implanted. Effective therapy was achieved post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 3006705815-2020-32100.